Manufacturer narrative:
Literature citation: toshio nakamae et al. "Factors affecting the loosening of pmma bone cement after percutaneous vertebroplasty for osteoporotic vertebral fracture" mean age: 77 years sex: female (50 male and 145 female) (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported in an abstract that total of 195 patients underwent percutaneous vertebroplasty of single vertebral. Six months after the operation, cement loosening was observed in 44 patients. In CT film, the loosening of bone cement showed void formation around the cement. Mean visual analog scale (vas) of patients who were recognized the loosening was 5.0 and patients who were not recognized the loosening was 2.6.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.